Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was for the past 2 weeks the patient had been unable to connect their handset and communicator to their implant. During the call the patient was seeing the no device found screen. Agent had the patient restart the handset. When asked, patient only saw my therapy application on screen and no device my therapy application. Agent reviewed applications. Agent tried to walk patient through checking settings on handset, but patient did not see any settings option. Agent confirmed this was patients only handset. Agent attempted to warm transfer patient to hcit. While agent was explaining situation to hcit, patient disconnected. The issue was not resolved through troubleshooting.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the same issue previously reported. Patient services (pss) warm transferred the caller to mobility to further assist. The caller also mentioned that their " bladder stimulator was not doing well."